Event description:
Refer to MDR#: 1219856-2007 00102 for second event involving this patient. It was reported that the patient was obese. The md attempted to insert the iab & encountered difficulty on insertion. Md was unable to place iab. As a result, the md inserted a 30 cc fos successfully.

Manufacturer narrative:
Pump evaluation: arrow field service serviced pump and checked iab ofs with two fixtures - zeroed and calibration was good. Pump was tested per a functional checklist; no problems were found. A follow-up report will be filed if more information becomes available.